Event description:
Facility alleges blood leak during dialysis. Pt care tech reports leak occurred at beginning of treatment. Blood leak detector alarmed. + test strip. 1st use. Estimated blood loss > 100 cc. Dialyzer reported. No further medical intervention reported.